Manufacturer narrative:
H10: e1- (B)(6).

Event description:
Philips received a complaint from the customer, reporting that the v60 ventilator displayed a "low internal battery" message. The device was in clinical use when the issue occurred, the patient was moved to a different v60 ventilator. There was medical intervention or delay in therapy reported. No patient or user harm reported. The investigation is ongoing.

Manufacturer narrative:
A service engineer (se) evaluated the device, and reported that the issue was not duplicated during a running test. The se reported that the occurrence history of low internal battery (the diagnostic code 1204) was observed on the event log. No repairs were performed by the se, regarding the alleged malfunction. The se then cleaned the device, and performed a run-in test and functional test.